Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not recover. A field service engineer (fse) inspected the unit and observed that the drawer controllers for drawers 5.1 and 5.2 were powered on, while the module controller status light emission diode (led) were not illuminated and only the yellow power led was active. All connections to the controllers and drawer module were reseated and the device was rebooted; however, the issue persisted. The drawer module controller was then replaced, which resolved the off-bus condition for both drawers 5.1 and 5.2. Proper functionality was verified using the test application, and inventory checks were successfully completed on multiple pockets in both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.